Manufacturer narrative:
This report is for an unknown tomofix screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient underwent an unknown procedure utilizing a tomofix plate. The patient had an adverse event of infection. No post-operative complications reported. Patient outcome is unknown. No further information is available. This report is for unknown tomofix screws. This is report 2 of 2 for complaint (B)(4).